Manufacturer narrative:
(B)(4). The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 49 months after the implantation this right ventricular (rv) lead had high out-of-range impedances causing the lead safety switch to trigger on the associated pacemaker. The lead functioned appropriately in unipolar. A review of the arrhythmia logbook in the pacemaker identified several episodes of oversensed noise causing pacing inhibition for approximately 10 seconds. The patient had an underlying rhythm so there was no asystole observed. The patient was asymptomatic during these episodes. Since being programmed to unipolar, the oversensing of noise has resolved. A lead fracture was suspected. As of today the lead remains in service and the patient will be monitored.